Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance, high capture due to being fractured. The lead was capped and replaced successfully. The patient was stable post procedure.